Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. It was reported that the fiber broke during the procedure. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a catheter was placed and removed the next day at discharge. The patient was discharge and prescribed with tylenol (doze unknown) for pain prophylaxis and sulfamethoxazole (doze unknown) and trimethoprim (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device.

Manufacturer narrative:
The device is not available for analysis; therefore, physical analysis cannot be performed. The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Boston scientific sales representative visited the facility and discovered that the physician was using an incompatible fiber stripper with the fiber. The fiber break occurred secondary to the striping methodology. A review of the device instruction for use (IFU) was completed. The IFU states, do not scrape the laser fiber with sharp instruments as damage may result. The laser fiber tip can also be shortened with a compatible tool. Do not bend fiber at sharp angles. Visible light seen leaking from the fiber indicates fiber damage. For tip cleaning, use care when removing the fiber from the scope to avoid contact with unsterile areas or tools, or damaging the fiber. Immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and causing harm to surrounding tissues. The IFU review confirmed that the reported patient symptoms are a known risk associated with this type of treatment and are noted as such in the device direction for use.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. It was reported that the fiber broke during the procedure. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. The patient experienced irritative urinary symptoms on the same day post procedure. The medication was provided, and the outcome was reported to be ongoing. Post procedure, a catheter was placed and removed the next day at discharge. The patient was discharge and prescribed with tylenol (doze unknown) for pain prophylaxis and sulfamethoxazole (doze unknown) and trimethoprim (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device. The irritative urinary symptoms was assessed by study facility as possibly related to holmium laser enucleation of the prostate procedure and device.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. It was reported that the fiber broke during the procedure. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a catheter was placed and removed the next day at discharge. The patient was discharge and prescribed with tylenol (doze unknown) for pain prophylaxis and sulfamethoxazole (doze unknown) and trimethoprim (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device.

Manufacturer narrative:
Based on medical review assessment, the fiber break occurred outside of the patient is anticipated in nature and it could not have led to a serious adverse event (sae). The site reported that the fiber break was secondary to stripping the fiber with a scalpel blade, and there were no adverse events related to the fiber break. The IFU notes: do not scrape the laser fiber with sharp instruments as damage may result; inspect and treat the output tip with particular care as it represents the most-delicate, easily damaged portion of the assembly; immediately discontinue use if breaks or fractures appear in the laser fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. It was reported that the fiber broke during the procedure. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. The patient experienced irritative urinary symptoms on the same day post procedure. The medication was provided, and the outcome was reported to be resolved one hundred- and twenty-seven-days post onset-symptoms. Post procedure, a catheter was placed and removed the next day at discharge. The patient was discharge and prescribed with tylenol (doze unknown) for pain prophylaxis and sulfamethoxazole (doze unknown) and trimethoprim (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device. The irritative urinary symptoms was assessed by study facility as possibly related to holmium laser enucleation of the prostate procedure and device.

Manufacturer narrative:
The device is not available for analysis; therefore, physical analysis cannot be performed. The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Boston scientific sales representative visited the facility and discovered that the physician was using an incompatible fiber stripper with the fiber. The fiber break occurred secondary to the striping methodology. A review of the device instruction for use (IFU) was completed. The IFU states, do not scrape the laser fiber with sharp instruments as damage may result. The laser fiber tip can also be shortened with a compatible tool. Do not bend fiber at sharp angles. Visible light seen leaking from the fiber indicates fiber damage. For tip cleaning, use care when removing the fiber from the scope to avoid contact with unsterile areas or tools, or damaging the fiber. Immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and causing harm to surrounding tissues. The IFU review confirmed that the reported patient symptoms are a known risk associated with this type of treatment and are noted as such in the device direction for use.